Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were received and evaluated. The photos showed a single loose 3ml integra syringe with needle attached next to an opened blister package, confirmed to be from batch #9199808 (p/n 305269). The syringe¿s stopper was at 0.2ml position. It was observed to be slightly angled on one side. However, the angularity observed appeared to be well within the specification for this product. Physical sample is required to measure the angularity of the sample. The reported defect was not identified in the photo samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the reported defect was not identified in the samples received.

Event description:
It was reported that 10 bd integra¿ 3 ml syringe with detachable needles experienced incorrectly positioned plunger rods. The following information was provided by the initial reporter: material no.: 305269 batch no.: 9199808 ten 3ml with 25g x 5/8 syringes were found to have skewed plungers. The lot or batch number is 9199808.